Event description:
It was reported that a patient presented remotely via (B)(6). Review of the transmission revealed the pacemaker had reached elective replacement indicator but the alert had not triggered. No changes were made. There were no patient consequences.